Event description:
It was reported that during use the needle shield was difficult to remove and then the needle stayed in shield with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that the needle shield is difficult to remove and when it is removed the needle is bent or needle hub separates and stays in the shield. Consumer does not re-use.

Manufacturer narrative:
Investigation: customer returned (1) 31g x 8mm, 0.3ml relion insulin syringe from lot 8302918. Consumer reported that the needle shield is difficult to remove and when it is removed the needle is bent or needle hub separates and stays in the shield. The returned sample was examined, and it was confirmed that the needle-hub/shield assembly was separated from the syringe barrel. No damage to the barrel tip was observed. The separation of the needle-hub/shield assembly from the syringe barrel would be the cause for the cannula shield being difficult to remove (as reported). Removing the cannula shield from the separated hub revealed that the cannula was not bent, therefore the alleged needle bent defect could not be confirmed. A review of the device history record was completed for batch# 8302918. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent needle). Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle shield was difficult to remove and then the needle stayed in shield with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that the needle shield is difficult to remove and when it is removed the needle is bent or needle hub separates and stays in the shield. Consumer does not re-use.